Manufacturer narrative:
Section a4 for patient's weight and section b7 for pre-existing medical conditions are unknown.

Event description:
Per complaint (B)(4), the implant did not have primary stability. There was no patient impact noted.